Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 2.5mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter never filled properly during attempted dilation. The device was withdrawn from the patient, and inspection revealed an air leak at the connection between the balloon and the delivery rod. There were no reported injuries to the patient. This was during a lower extremity artery interventional procedure to treat the peroneal artery below the knee. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82308094 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " body/shaft leakage" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2.5mm x 15cm saber percutaneous transluminal angioplasty (pta) balloon catheter never filled properly during attempted dilation. The device was withdrawn from the patient, and inspection revealed an air leak at the connection between the balloon and the delivery rod. There were no reported injuries to the patient. This was during a lower extremity artery interventional procedure to treat the peroneal artery below the knee. Additional information was requested but was not provided. The device was not returned as expected.